Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: when inserted forceps into the trocar, a part of inner seal broke off into the cavity. The piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)